Event description:
It was reported that a cartridge alarm 05 occurred. Reportedly, the customer had followed the prompts during the load sequence. It was also reported that cartridge alarm 06 occurred. Reportedly, the pump was not outside of the allowable operating altitude range at the time of this alarm. There was no reported adverse impact to customer's blood glucose level. Reportedly, the customer successfully loaded a new cartridge to address the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.